Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Fibrous ingrowth causing painful hip. Cup was revised to a competitive system.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding pain involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopedics. If devices and / or additional information become available, this investigation will be reopened. Not returned.

Event description:
Fibrous ingrowth causing painful hip. Cup was revised to a competitive system.